Event description:
The customer reported that the left monitor would intermittently not display an image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor board. The system operates as intended.